Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is presumed that this phenomenon occurred due to the power switch was damaged (cannot be pressed) due to the amount of operating force applied to the power switch and the number of times the device is being use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, it was found that the power switch has never been replaced on the unit .customer was provided with field service and tac bulletin power switch replacement letter and advised to send the unit for repair. Option for fse (field service) visit was also provided. Customer decided a site visit and repair. Fse visited the site for inspection and informed customer of the back order on the replacement parts. Fse will perform site visit and repair once the unit is available. To date, no other issue was reported. This report will be supplemented accordingly following investigations.

Event description:
During an unknown event the power switch was reported to be stuck and the unit was powered off. There was no patient involvement, no user injury reported due to the event.